Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 230 mg/dl.